Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: twenty seven customer returned samples were tested under pressurized conditions for leakage in tubing. One sample was found with leakage in the tubing near the female luer. Conclusion: as this is a confirmed complaint, a DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that while using the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in there was leakage at the push button site one the needle was attached to the hub. No mucous membrane exposure.